Event description:
Clinic notes dated (B)(6) 2015 note that the patient has had some hoarseness since the placement of the vns. It was noted that a strobe shows vocal cord paralysis. It was noted that indirect examination of the larynx showed left vocal cord paralysis in a paramedian position. It was reported that the ent surgeon is considering surgery for the vocal cord paralysis. It was reported that the ent surgeon believes that the implant surgery is the direct cause of the vocal cord paralysis. It was reported that the patient will undergo vocal cord medicalization surgery to improve the hoarse voice. No known surgical interventions have occurred to date.

Event description:
Additional information was received stating that the vns patient underwent vocal cord medialization surgery on (B)(6) 2015. The patient¿s device was tested and showed normal device function. Follow-up with the ent surgeon revealed that the patient¿s voice had improved, but the surgeon believed the patient¿s nerve and vocal cord were never going to be back to normal.

Manufacturer narrative:
.

Manufacturer narrative:
Outcomes attributed to adverse event; corrected data: the initial MDR inadvertently did not indicate the outcomes attributed to the adverse event. This report is being submitted to correct this data.